Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There were no notable events or reported altitude changes that preceded the alarm. The customer's blood glucose level was 92 mg/dl. Reportedly, the customer reloaded the same cartridge successfully and resumed insulin delivery.